Manufacturer narrative:
G4: 07jan2020 b4: 08jan2020. The support service performed an evaluation and confirmed the reported problem. The support service then replaced the power management and motor controller to resolved the issue. It was reported that the replacement of just the power board didn't resolve the problem. Motor controller had also needed to be replaced. Unit was functionally tested after repair and passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06nov2019.

Event description:
The customer reported getting black display. There was no patient involvement.